Manufacturer narrative:
The subject products are unused. There was no malfunction. Fluid entering the housing may in some cases result in product performance issues.

Event description:
Distributor reported user facility had experienced fluid ingress into the hydrosurg irrigation device in the past. User facility is returning unused inventory to the distributor.